Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data were acceptable. Based on the available data, a general reagent issue can be excluded. The sample centrifugation speed was high according to the tube manufacturer's recommendations. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for three patients tested on a cobas 6000 e 601 module. The initial vitamin d results were not reported outside the laboratory. The customer performed repeat testing with the samples for confirmation. Patient 1's initial vitamin d result was 196.1 nmol/l, and the patient's repeat results were 19.7 nmol/l and 20.5 nmol/l. Patient 2's initial vitamin d result was 217.3 nmol/l, and the patient's repeat results were 74.2 nmol/l and 71.4 nmol/l. Patient 3's initial vitamin d result was 201 nmol/l, and the patient's repeat result was 20 nmol/l. The vitamin d reagent lot number was 48468800 and has an expiration date of 28-feb-2021.